Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the upper/lower cases, side bail covers, ring cover and battery drawer were broken. The battery release and release spring were contaminated.

Event description:
The external pulse generator was returned to the manufacturer for device correction. It was analyzed and tested out of specification.